Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Although requested, patient demographics not provided.

Event description:
The customer reported the tubing snapped and leaked at the y site while connected to a patient. The heparin lock and the lines were replaced. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the bifuse broke at the y connection (parallel connector) was confirmed. The separation was observed at the engagement between the exit port of the parallel connector and expected smallbore tubing components. The expected components below the parallel connector were not received for inspection. Further visual inspection under magnification of the separated tubing end observed trace of solvent. Also observed was a solvent ring away from the tubing end. Dimensional analysis of the separated tubing was observed to be within specification of 0.079 ± 0.002 inches. Further handling/tug of the rest of the set's tubing engagements observed no separation or any issues. The root cause has not been identified.

Event description:
It was reported that the tubing snapped and leaked at the y site while connected to a patient in the hem/onc department. In addition to the leak, there was blood back up and leaking from the patient side of the tubing. The clinician clamped the set, changed the needle-less connector and tubing, and the fluids were restarted. There was no patient harm.

Event description:
It was reported that the tubing snapped and leaked at the y site while connected to a patient in the hem/onc department. In addition to the leak, there was blood back up and leaking from the patient side of the tubing. The clinician clamped the set, changed the needless connector and tubing, and the fluids were restarted. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the tubing snapped and leaked at the y site was confirmed. Visual inspection confirmed separation at the engagement between the exit port of the bifuse adapter and smallbore tubing. Further visual inspection under microscope of the tubing end identified evidence of only a slight amount of solvent applied at the junction.. Dimensional analysis of the separate tubing was observed to be within specification; and further handling/tug of the rest of the tubing engagements on the set observed no separation or any issues. The root cause of the separation was insufficient solvent applied at the engagement of the tubing.